Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by turbid fluid. The cause of the events were unknown. It was not reported if the patient was hospitalized for the event. A day after the event onset, the patient was treated with vancomycin injection (1gm, ongoing) for peritonitis. It was reported that 10 days after event onset, the patient passed away at home. The cause of death was unknown. It was reported an autopsy was not performed. It was reported that the patient was recovering from peritonitis and pd therapy was ongoing prior to and at the time of death. No additional information is available.